Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) was 550 mg/dl. Reportedly, the infusion set site was changed to address bg. Customer changed the pump supplies or simply cleared the alarm and resumed insulin delivery to address the issue.